Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement test. However, unable to prime the pump during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. The drive support disk was inspected and no anomaly was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button and required several presses to garner a response. The caller also observed occurrences of the insulin pump having alarmed compromised force sensor system twice, but the customer did not call for assistance when the alarms occurred. The customer's blood glucose was 72 mg/dl. The caller stated that the drive support cap appeared to be in good condition. The customer was advised to replace the insulin pump and agreed to return the device for analysis.